Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the patient's deep brain stimulation (dbs) and they were concerned they may need a replacement. No symptoms were reported.